Manufacturer narrative:
Concomitant medical products: juvéderm® volift¿ with lidocaine, juvéderm® volite. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected the patient in the mid face with 1 ml of juvéderm® voluma¿ with lidocaine, 1 ml of juvéderm® volift¿ with lidocaine, and 1 ml of juvéderm® volbella¿ with lidocaine. The patient was also injected in the upper eyelid with 1 ml of juvéderm® volite. Numbing cream was used as pre-treatment. The patient returned for review 2 days later because the patient was ¿going back" to another country. During the review, the ¿patient was ok¿. Afterwards, the patient went back to the country. 12 days later, the patient complained of eye bags looking bigger. On the following day, the physician followed up with the patient and advised the patient to massage the mid cheek and eye bag area. The physician also advised the patient to see a doctor if the condition worsened. 4 days later, the physician checked with the patient to see if the patient had seen a doctor, but the patient said no due to no time. The physician asked the patient for an update. About a month later, the patient complained of swollen left eye for 5 days. The physician advised the patient that ¿it could be eyelid infection.¿ 2 days later, swelling on the left upper eyelid worsen. The patient saw a doctor and was told that it was eye lid infection. The patient was given antibiotics. The injector asked the patient for an update on the condition. Over a month later, the patient contacted the injector to report that a doctor had dissolved the fillers 3 times. The patient added to be on antibiotic and steroid. The patient was scheduled to see the physician again 4 days later. The patient still has some residual lumps on the left lower eyelid. The event has not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00721 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00723 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.